Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS iPhone 13 / 3.5.1 / iOS_16.3.1.

Event description:
It was reported that pump declared cartridge change error and caller was unable to successfully load cartridge and resume insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical Support guided caller through inspecting and cleaning cartridge and pneumatic tap areas and then assisted caller in filling and loading new cartridge from specific lot, after which caller successfully completed load process and resumed insulin; no further issues were reported.